Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The event investigation is currently underway.

Event description:
It was reported that during a scheduled retrieval of an ivc filter, the distal marker band on the introducer sheath moved proximally on the sheath by approximately 3 inches. Reportedly, the physician pre-dilated the access site with a 7f introducer. Using a scalpel, the physician enlarged the access site, but did not pre-dilate the vessel with a large dilator. The cone introducer sheath was advanced in the vessel and although some resistance was encountered, the sheath was successfully advanced. Upon performing a cavagram, clot was seen above the filter. Therefore, the filter was not retrieved and remains implanted. When the introducer sheath was removed, it was identified that the marker band had moved. There was no report of injury to the patient.